Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an insulin occlusion alert on the ilet during a social event, subsequently experienced hyperglycemia, and later resolved the alert only after a full infusion set change, consistent with an infusion set occlusion. Symptoms included elevated blood glucose with reported values up to 500 mg/dl and feeling unwell. Outcomes included prolonged hyperglycemia outside target for over two hours without hospitalization and use of subcutaneous insulin by pen as backup therapy. Investigation included troubleshooting and user education with guidance to replace the infusion set and resume insulin delivery. Investigation of this case revealed resolution after supply change with user-entered blood glucose while the cgm was warming up. It was concluded that the event was attributable to an insulin flow interruption likely due to a kinked cannula or occluded set, and that function was restored after the set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.